Event description:
It was reported that the patient fell 6 feet. The lead had dislodged and exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.